Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller with this process. After the reset, the malfunction did not recur, and the customer was instructed to continue using the pump, with the advice to call back if any issues arose again.